Event description:
The customer reported the loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A connector pin was repaired. The system was tested and found to be working as intended and put back into service.